Event description:
It was reported that the customer had normal blood glucose levels of 98 mg/dl. The customer reported that the tip of the sensor broke off. The customer further reported that the tip of the sensor has remained under the surface of the customer's skin. The customer was advised to speak with the health care provider to get the sensor tip removed from the customer's body. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.